Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the cause of the sensation going up the back was unknown. When asked the most likely cause the patient reported physical therapy light message on mid/lower-back. They stated it did not come back. The issue was resolved. The steps taken to resolve the effects of bone marrow transplant leading to spasms trigger point included taking cymbalta mostly for pelvic region. It was unknown if the issue was resolved. The patient then stated there was no message on the implant done. The patient also reported that there was no fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The reason for the call was that the patient reported having spasms lately. The patient states that when they went to their pelvic floor therapy, they did some tissue massage on their back, and then during the middle of the night, the patient experienced a sensation that went up their back and kind of upward too. The patient stated it was like a hugging effect, like it was pushing in a little bit. The patient suspected maybe they pinched a nerve or something. The patient also stated that they had a really light massage about a month ago and experienced some inflammation up their back as well. The patient was redirected to their healthcare provider to further address the issue. The caller does not know if the spasms are related to their ins. The agent reviewed suggested that the patient could consider decreasing stimulation or turning it off. Additional information re ceived indicated that the patient said they have a trigger point on one side of their hip that started probably after their bone marrow transplant in 2022. The patient also said that 3 days ago, their spouse was getting up in the morning and was accidentally hit on the knee by the stimulator. The patient gave various event dates for spasms. The patient requested information on spasms and ins. Email sent to the patient. The patient was also redirected to their healthcare provider to further address the issue. 2024-06-19 rtg0603752x2 (con): additional information was received from the patient. Pss is updating the case to include that pss asked the patient if the sensations reported on the call were the same spasms that they reported in rtg0597939, and the patient responded, "no, they are different, and they got better after a massage. The patient called back and stated that they have been going to various pelvic floor therapists in attempts to resolve their spasming issues. The patient stated that they saw their pelvic floor therapist on 06/11 and that their visit really helped. The patient reported that after doing some exercises, they still had some spasms that they attributed to weak gluteal muscles. The patient also reported that they saw a different pelvic floor therapist on june 18. The patient reported that this therapist lightly pushed on their vaginal area, and they experienced some pain when they did so. The patient reported that night they took some muscle relaxers and went to bed, but in the middle of the night it was hard to pee because they didn't have any urgency. The patient reported that peeing does not go smoothly. The patient also reported that they have had on-and-off groin numbness for the past 2¿3 months. The agent reviewed stimulation options with the patient and concluded that the patient could consider turning therapy down or off. The patient stated they would turn down therapy after the call. The patient will continue to monitor symptoms and follow up with hcp to further address the issue. The patient also stated that they have inflammation due to their condition.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient reports they have been having spasms lately. Patient states that when they went to their pelvic floor therapy, they did some tissue massage on their back, then during the middle of the night the patient experienced a sensation went up their back and kind of upward too. Patient stated it was like a hugging effect, like it was pushing in a little bit. The patient suspected maybe they pinched a nerve or something. Patient also stated that they had a really light massage about a month back and experienced some inflammation up their back as well. The patient was redirected to their healthcare provider to further address the issue. The caller does not know if the spasms are related to their ins. Agent reviewed that patient could consider decreasing stimulation or turning it off. Additional information received indicated that the patient said they have a trigger point on one side of their hip that started probably after their bone marrow transplant in 2022. Patient also said that 3 days ago their spouse was getting up in the morning and accidentally hit their knee by the stimulator. Patient gave various event dates for spasms. Patient requested information on spasms and ins. Email sent to patient. The patient was also redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pss is updating the case to include that pss asked the patient if the sensations reported on the call were the same spasms that they reported in (B)(6), and the patient responded, "no, they are different, and they got better after a massage. The patient called back and stated that they have been going to various pelvic floor therapists in attempts to resolve their spasming issues. The patient stated that they saw their pelvic floor therapist on (B)(6) and that their visit really helped. The patient reported that after doing some exercises, they still had some spasms that they attributed to weak gluteal muscles. The patient also reported that they saw a different pelvic floor therapist on (B)(6). The patient reported that this therapist lightly pushed on their vaginal area, and they experienced some pain when they did so. The patient reported that that night they took some muscle relaxers and went to bed, but in the middle of the night it was hard to pee because they didn't have any urgency. The patient reported that peeing does not go smoothly. The patient also reported that they have had on-and-off groin numbness for the past 2¿3 months. The agent reviewed stimulation options with the patient and concluded that the patient could consider turning therapy down or off. The patient stated they would turn down therapy after the call. The patient will continue to monitor symptoms and follow up with hcp to further address the issue. The patient also stated that they have inflammation due to their condition.